Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and the device weighed 332.63 grams. A visual analysis noted crease fold and deformation of the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side severe pain, swelling, fluid and potential rupture. The device has been explanted.

Manufacturer narrative:
The event of "seroma late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma late.

Event description:
Patient reported right side severe pain, swelling, fluid and potential rupture. The device remains implanted.